Event description:
A report was received that the patient has to frequently charge the ipg. A bsn representative analyzed the ipg database and confirmed premature battery depletion. It was confirmed that electrocautery was used during implant but not when the ipg was placed. Ipg replacement has been recommended, however, no further course of action will be taken. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.